Event description:
Same case as MFR report#'s: 2134265-2009-00852, 2134265-2009-00853, 2134265-2009-00854. It was reported that during a coronary drug eluting stenting treatment procedure a dissection occured. The 95% stenosed lesion was located in a narrow, calcified and severely tortuous proximal circumflex artery. The physician attempted to use a 3.00x12mm taxus express2 drug eluting stent but was unable to cross the lesion. Then the lesion was predilated using a 3.5x15mm apex balloon inflated to 10.2 atm for 29 seconds, 6.0 atm for 14 seconds, and an unspecified atm for an unspecified time. Two more attempts were made to cross the lesion using the 3.00x12mm taxus express2 stent but failed and the device was removed. The 3.5x15mm apex balloon was reinserted and inflated to 9 atm for 49 seconds. The 3.00x12mm taxus express2 was attempted again but did not cross. A 3.00x12mm apex balloon was inserted and inflated to 12 atm for 51 seconds. The 3.00x12mm taxus express2 stent was reinserted and the shaft broke in half while attempting to cross the lesion. The physician removed the distal end of the catheter by inflating a 3.5x15mm apex balloon to 14 atm for 27 seconds, pressing the fractured catheter against the guide catheter and removing all devices at once. The vessel was again dilated with a 3.0x12mm apex balloon at 8.0 atm for 41 seconds. The physician attempted to cross the lesion with a 3.00x8mm taxus liberte' drug eluting stent but was unsuccessful. The lesion was dilated again with the 3.0x12mm apex balloon to 8.2 atm for 42 seconds. Another attempt to cross the lesion with the 3.00x8mm taxus liberte' stent was made but was unsuccessful and the procedure was aborted. Angiography showed the stenosis was reduced from 95% to 30% and a moderate dissection was observed. It is unknown when during the procedure the dissection occurred or what caused the dissection. The dissection was not treated and the physician noted that the dissection was not surprising given the force needed to treat the target vessel. No other pt injuries or complications occurred. The pt was discharged from the hosp and the pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.